Event description:
Information received by medtronic indicated that the insulin pump had backlight anomaly. Customer reported that the backlight was not turn on. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer alleged pump having back light anomaly. After battery installation, the unit powered up with flashing white display on display some horizontal white grey running across in the middle and towards the top. Unable to perform the displacement, sleep current measurement, active current measurement and self tests due to display anomaly. Pump was cut open to perform visual inspection and found cracked lcd controller. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Unit had scratched case, cracked keypad overlay. In conclusion, unit received with flashing white display anomaly due to cracked lcd controller. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.